Manufacturer narrative:
The reporter indicated that also the cause of event was " smaller than anticipated anatomy based on wtw + ubm". Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a ziploc bag with moisture on the lens and clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -9.00/1.0/135 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2020 for a shorter length spherical lens due to significant reduction of irido-corneal angles and excessive vault. This resolved the problem. Cause of the event is reported as unknown, patient related factor.